Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent primary breast augmentation with mentor memorygel 425cc silicone prostheses developed bilateral capsular contractures classified as grade ii-iii, as well as a bilateral breast mass and symptomatic rupture on the left side following implantation. The patient reported significant pain on the left side, and the rupture was confirmed through mammogram examination. Consequently, the patient underwent a left sided capsulotomy and a unilateral left replacement with the implant identified by serial number (B)(6). This report relates to the right side.